Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system operated as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the ablation system displayed damage in the application software from a patient whose procedure occurred two weeks prior. It was noted that the two patients exams were performed on two different siemens scanners. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated in regard to the reported issue. The analysis found that the behavior described was the intended functionality of the application software. The analysis concluded that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.